Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the medstation (med es) application server, proceeded to open sql server management studio (ssms), and ran authentication user filtering for the affected user ID. Upon checking, the affected user was able to log in to stations without any issues. The tss then dialed into station, retrieved the medication application log, and confirmed that the user was able to log in. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.